Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on current and stored electrograms (egm) possibly contributing to inappropriate event termination. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical proudcts: dtpc2qq crt-d, implanted: (B)(6) 2021; 479888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.